Event description:
Transporter was raising the bed in preparation for transporting the patient back to room. As the bed was rising, the head of the bed fell quickly, resulting in rapid trendelenberg position. At this time, the patient complained of pain in their head and neck. A piece of what appeared to be part of the bed shot out from underneath.